Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral, cat#: unknown lot#: unknown unknown vanguard tibial tray, cat#: unknown lot#: unknown (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07036, 0001825034-2017-07037. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient was never revised.